Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.11. The company representative was able to confirm the issue (via event log review) but was unable to replicate it while testing on-site. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery in an opthalmic system vacuum was not building during phacoemulsification and irrigation and aspiration(I/a). Tip and cassette were replaced still issue was not resolved and occlusions were there frequently. No system message (sm) was displayed. The surgery was completed on same day with no patient impact.